Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: product ID: 5076-58, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was an alarm due to high impedance on the right atrial (ra) lead. There was also high threshold and intermittent capture. The device mode was changed to vvi. The lead remains in use. No patient complications have been reported as a result of this event.